Event description:
It was reported that an clearlink secondary medication set experienced a simultaneous flow. The secondary set was connected to a non-baxter primary set. The primary set did not stop ¿dripping¿ and was observed to have ¿siphoned the secondary bags contents.¿ a sigma pump was being used with the sets. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The logs of the returned sigma pump indicated that the event occurred on (B)(6) 2014. Evaluation summary: the device was returned for evaluation with a sigma spectrum pump, an unused blue bag hanger, and a baxter primary set. Visual inspection of the secondary set's check valve was performed with no issues noted. Both sets were then functionally tested using the sigma pump, and at no point was simultaneous flow observed. Additionally, the setup was tested for volumetric accuracy, and the volume delivered was within the specification range. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.